Event description:
It was reported to boston scientific corporation on september 17, 2010 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010 (patient ID, age, and weight are unknown). According to the complainant, the patient complained of tenderness on her thigh a few days post procedure. It was noted that she had a "minimal burn," approximately an inch long, from tubing left on the thigh during the procedure. The method of treatment for the burn is unknown. There was no leaking at the cervix, and nothing unusual about the patient's anatomy. No alarms or error codes were generated during the procedure. There were no further complications, and the patient was reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the patient complained of tenderness on her thigh a few days post procedure. It was noted that she had a "minimal burn," approximately an inch long, from tubing left on the thigh during the procedure. The method of treatment for the burn is unknown. There was no leaking at the cervix, and nothing unusual about the patient's anatomy. No alarms or error codes were generated during the procedure. There were no further complications, and the patient was reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The root cause of this complaint was "user/use" error. The warnings/technical section of the hta system users manual ((B)(4)) states "do not place the procedure sheath tubing near the patient's leg or in contact with any part of the patient or operator's anatomy, as the tubing carries hot fluid and contact with it could result in thermal injury".